Event description:
An 8mm of guidewire noted to be in catheter after placement was verified by chest xray. PICC line removed and replaced with a midline. Removed PICC line was xray and the section of guidewires still in catheter. FDA safety report ID# (B)(4).